Manufacturer narrative:
Pending evaluation.

Event description:
Revision of m-series components. No further information provided.

Manufacturer narrative:
The engineering evaluation noted that the reason for the revision could not be determined, but was likely the result of either wear, loosening, infection, fracture, or instability. However, this cannot be confirmed because the device was not available for evaluation.

Event description:
Revision of m-series components. No further information provided.